Manufacturer narrative:
The unit was received with a blank display due to a corroded electronic assembly. The motor and vibrator motor was also corroded. The device was unable to undergo functional testing, including the self test and operating currents, unexpected restart error alarm, rewind, basic occlusion, occlusion, prime/compromised force sensor system alarm, excessive no delivery, and displacement tests due to the blank display. The blank display also prevented verification of the unexpected restart error alarm. The following physical damage was noted: minor scratches on the lcd window, cracked casing at the display window corners, cracked battery tube threads, broken belt clip slot, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that her insulin pump got wet; she was rafting and fell into the water and that insulin pump no longer functioned properly. The patient's blood glucose at the time of incident was 200 mg/dl. Troubleshooting was initiated for the device's exposure to fluid. The customer confirmed that there was fluid under the lcd display. Additionally, the self test could not be completed due to an unexpected restart error alarm. The insulin pump was returned for analysis and a replacement device was shipped to the customer.